Event description:
It has been reported that the bd¿ pen ndl 32g 4mm 90 CT has been found missing label information before use. The following has been provided by the initial reporter: it was reported that the customer purchased bd ultra fine pen needles from amazon, without expiry date verbatim: comments: I purchased bd ultra fine pen needles 4mm x 32g from amazon the lot number is 7270695 but there is no expiration date.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ pen ndl 32g 4mm 90 CT has been found missing label information before use. The following has been provided by the initial reporter: it was reported that the customer purchased bd ultra fine pen needles from (B)(6), without expiry date. Verbatim: comments: I purchased bd ultra fine pen needles 4mm x 32g from (B)(6) the lot number is 7270695 but there is no expiration date.